Event description:
The manufacturer received information from a third party service center alleging a device failed a step during testing. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board was replaced to address the issue. Device has been repaired but not returned to the customer, pending customer approval of estimate.